Manufacturer narrative:
No returned sample from end user.

Event description:
The customer reported that "when wire from mi kit was placed into the catheter it wouldn't advance all the way, when the wire was removed the flex tip was stretched out, elongated and thin. This was the 2x this happened, the first time was a couple of weeks ago."